Manufacturer narrative:
During the time of the reported event, the user facility attempted to utilize the hand control to move the surgical table into the desired position. The hand control displayed an error that the kidney bridge was down; however, the kidney bridge was in the retracted position. A steris service technician arrived onsite to inspect the table and found evidence of fluid intrusion that caused damage to the kidney bridge switch. The damage to the kidney bridge switch caused the table to incorrectly register the kidney bridge as extended. The auto limit software (als) prohibits the "back up" command while the kidney bridge is extended to prevent impact damage. The technician replaced the switch, tested the unit, confirmed it to be operating according to specification, and returned it to service. The introduction to the steris 5085 general surgical table operator manual, iii, states: "splash-proof equipment (enclosed equipment protected against splashing water, ipx4)." In the event the amount of fluid present during the procedure exceeds that for the ipx4 rating, it is the user facility's responsibility to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 5085 surgical table. The technician counseled the user facility on the proper use and operation of their surgical table, specifically ensuring the table is properly draped. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table was not responding to the "back up" hand control command. No injury or procedure delay was reported. The user facility personnel utilized the table's auxiliary override systems and the procedure was completed successfully.